Event description:
It has been reported that in 2008, two devices were implanted. By 2009, the pt had developed bumps in the area of implantation and both brows were raised. The physician explanted the devices approx four months later.

Manufacturer narrative:
The explanted material will not be returned to the MFR, therefore, a physical evaluation to determine failure mode could not be performed. The batch record for this lot has been reviewed, which contains no abnormal mfg events. The complaint rate for this lot is not considered abnormal for this device. If additional info becomes available, it will be submitted in a supplemental report.